Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the threads of the inserter were destroyed while inserting the acetabular cup.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely failed due to misuse, excessive impaction force, and/or not inspected for wear and disfigurement and prior to surgery, which may have prevented the use of the instrument and its failure. Further investigation has been completed that address the reported issue.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number- unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.